Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, and foam particles were observed in the device. Found a crack on the lcd screen, and it was replaced to address the issue. The service center concludes that the complaint was confirmed and there was evidence of sound abatement foam degradation.